Event description:
It was initially reported that the pca module was not reading the volume of a 50ml syringe correctly. Per report, the pca pump displayed a volume of 50.3ml when syringe placed; the tubing was then primed through pump with 3ml and volume to be infused (vtbi) showed 47.6ml. The customer reported that they use "pre-filled hydromorphone and morphine" syringes that "come from 503b vendors", using 50ml bd syringes. The pre-filled syringes being used on pca pumps have the following sku/ref number: fagron (external compounding pharmacy vendor) uses bd 50ml leur lock syringes, sku/ref 309653 (compatible with alaris pca pump). Quva (external compounding pharmacy vendor) uses bd 50ml syringes, sku/ref 309680 (not compatible with alaris pca pump). There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that 8120 not reading a 50ml syringe correctly was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.